Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath in the right common femoral artery). The duett was deployed at 13:00, and the site looked good after sealing. At 13:30, signs and symptoms of a retroperitoneal bleed were noted (severe low back pain and hypotension, pasty complexion). Blood work revealed a drop in hemoglobin (hgb dropped from 12 to 8). The pt was transfused with 4 units of blood and fluids, and transferred to the coronary care unit. The event resolved within 12 hours, with no further problems reported. The pt was discharged two days later.